Event description:
Following an magnetic resonance imaging (MRI) scan, the device was found in backup mode with no high voltage defibrillation therapy available. It was reported that the MRI settings were enabled prior to the scan and the system was MRI conditional. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.